Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion as located in the mildly tortuous and moderately calcified iliac artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with a 3mm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.